Manufacturer narrative:
Carefusion failure analysis lab was able to verify the customer's reported issue. A review of the calibration screen found the reading stuck at 3. A manufacture barometric calibration was performed and it was found that the barometric pressure a/d count would not move from the reading of 3. The railed high/low transducer based fault was isolated to the on board barometric transducer, pt400, as the root cause.

Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device. The fsr replaced the gas delivery engine(gde) in order to resolve the reported issue. The device was returned to the customer operating to service specifications. If an evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that the ventilator was alarming extended high p peak, safety valve open, circuit occlusion, low peep, and low peak inspiratory pressure (pip). There was no patient involvement.